Manufacturer narrative:
According to the customer, the "handles are loose" on the product causing her to fall "5 times". The customer reported that one of the fall incidents "knocked her out" but she denies any signs or symptoms of concussion. The customer reported that she plans on visiting a physician when she can find transportation but has been taking "tylenol" and applying ice for "neck pain" in the meantime. No additional information is available at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, the "handles are loose" on the product causing her to fall "5 times".